Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been retturned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose was 548 mg/dl and the insulin pump was damaged. The customer treated with manual injection. The damage on the insulin pump was located on the lip of the reservoir compartment. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.